Event description:
Atrial undersensing of atrial arrhythmia is present in stored at/af egms. Suspect atrial arrhythmia burden percentage is under-reported due to atrial under sensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).